Manufacturer narrative:
Device investigation: the complainant indicated that the stent remains implanted and the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a carotid artery stenting treatment procedure, stent placement difficulties were encountered. The customer stated that "the stent jumped the lesion despite proper deployment process. Able to remove from the wrong location and then pulled the stent approximately 5mm proximal to deploy into the proper position. Completed with this device." No pt injuries or complications were reported. Pt status is reported as "fine".